Event description:
It was reported that a revision surgery was performed due to broken screws. The patient underwent an open reduction and internal fixation (orif) procedure to correct a right proximal humerus fracture on (B)(6) 2013 and was implanted with an unknown ten-hole plate and twelve to fourteen unknown screws. On an unknown date, the patient presented with pain and underwent x-rays. The surgeon determined that there were broken screws present, as well as delayed healing and a non-union of the fracture. On (B)(6) 2014, the surgeon performed an explant and revision surgery. It was found that the periarticular proximal humerus plate was still intact, as were the six 3.5mm locking screws in the head of the plate, but in the shaft of the plate the surgeon found three 3.5mm locking screws broken at the screw head with the screw shaft still embedded in the bone and two 3.5mm locking screws that had backed out of the plate and bone and had migrated to the forearm. The surgeon removed the broken and migrated screws completely. The plate and the six locking screws in the head of the plate remained in the patient. The surgeon placed four 4.0mm cancellous screws into a tibial strut bone graft alongside the plate shaft, and two 3.5mm cortical screws and one 3.5mm locking screw in the plate shaft for fixation. The explanted screws were discarded. The procedure was completed successfully. No patient harm during the procedure was reported. No surgical delay was reported. This report is for three unknown 3.5mm locking screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is for three unknown 3.5mm locking screws/unknown lots. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.